Event description:
It was reported via repair work order that the bed lifts were experiencing unintended motion due to a malfunctioning potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.